Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, downstream occlusion error, which was reproduced with a loaded set during evaluation. The reported symptom was confirmed through a review of the device event history log. During the evaluation, the downstream pressure plate gap was found out of specification. The downstream current readings were out of specification as well (high readings). The downstream sensor was adjusted to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.